Event description:
The customer reported that while the iabp was in use of a pt, the iabp could not switch from semi-auto mode to auto mode. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep confirmed the event of iabp not switching from semi-auto mode to auto mode. It was also observed that multiple keys on the keyboard (auto, iab deflation earlier and later, aug dn, help, help up and down) were not working. The company rep replaced the keypad assembly (part number: 0331-00-0119) and the overlay main keyboard (part number: 0330-00-0039-01). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).